Event description:
(Following is the report of the doctor). The doctor has already reported to FDA via medwatch form the info about this incident. An infant was admitted in 2000 with a 23% tbsa scald burn on the anterior trunk and lower extremities. In 2000 wounds were covered with transcyte (lot# 107276) and because the pt was doing very well and discharged to home in 2000. (The family lived about 2 hours from unc.) The child was seen in clinic in 2000 and was still doing well. It was noted that the kerlix bandages were soiled with body fluids and had a green color and an odor typical of pseudomonas infection (no cultures were obtained). The transcyte, however, was well adherent except in a couple of areas around the groin and there were no obvious areas of pus or infection. The nonadherent areas were trimmed away. Bacitracin applied, and the infant was sent home. The next day the infant was seen by the local pediatrician and was still doing fine. 19 days post application of tc) the parent noted the child seemed ill and would not take the bottle. The parent called the burn center and agreed to take the child to the ER, but the child stopped breathing on the way. At the local ER, resuscitation attempts were made, but the infant could not be resuscitated. Medical opinion on relatedness of event to the product will be provided later.